Event description:
Customer reported two diffuse lamellar keratitis (dlk) cases that were observed on (B)(6) 2013 at one day post-op. Patient had trace diffuse dlk on the right eye. Per the received fax for this event, a flap lift and rinse was not performed and no patient interfaces associated with this event will be returned. The patient was treated with a steroid (predforte). The description of the event was that they increased the predforte followed by scheduled taper and the patient would returned after 3 weeks to ensure it was resolved, sooner if there were problems. The uncorrected visual acuity (ucva) as of the discovery date, was right eye distance 20/20 and left eye distance 20/20. The patient was itchy on the right eye.

Manufacturer narrative:
Customer did not feel the intralase is the cause of the inflammation. Amo's clinical development manager (cdm) recommendations made to this account: use sterile water (instead of filtered water) for instrument cleaning, rinsing and to fill statim sterilizer. Clean instruments in fresh cleaning water and two rinses (with sterile water). Change water between patients. Empty waste bottle after each surgery day, rinse it and refill with fresh water before each use. May want to try switching to latex free gloves for all patients. After being notified, amo's clinical development manager (cdm) contacted the customer and reported that the issue had resolved at the 3 week follow-up, there was no lift and rinse and no loss of best corrected visual acuity (bcva). Note: all pertinent information available to amo at the time of this report has been submitted.